Event description:
Charge time for capacitors prolonged-1st charge time 16.61 seconds, 2nd charge time 19.62 seconds. Although this does not technically meet elective replacement indicators (eri). Eri for this device goes strictly by battery voltage. Md deemed it necessary to replace device.